Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.5/+3.0/83 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H1: corrected to - malfunction in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim # (B)(4).